Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery tube had been advanced in the loader so that it is now pressing on the seal. The plunger had not been depressed and the seal remained inside the loader. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).